Event description:
It was reported that upon a data review, it was noted that the smartpass feature had appropriately automatically disabled from this subcutaneous implantable cardiac defibrillator (s-ICD) due to low amplitude measurements. Additionally, an inappropriate shock was delivered due to over-sensing. The physician elected to reprogram the s-ICD sensing vector following ergonomic testing. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.